Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she received a button error alarm that she was not able to clear. She could not recall any significant event leading to this alarm. The blood glucose reading was 331 mg/dl. Nothing further was reported.